Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated, he was hospitalized for unk high blood glucose levels. The customer stated she also experienced muscle weakness, shaking and nausea. The customer also mentioned that the insulin pump had cracks by the reservoir compartment. Nothing further was reported.